Manufacturer narrative:
The model and serial number were not obtained as the issue was fixed over the phone with the customer.

Event description:
It was reported the device was difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The stryker field technician stated that the issue was due to user error and was fixed over the phone.

Event description:
It was reported the device was difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.